Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever, vomiting, diarrhea, and peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal_2.5% therapies. During a call, the following was reported. On an unreported date, the patient experienced a fever, vomiting, and diarrhea. On an unreported date, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient did the flushing until the effluent was clear. On (B)(6) 2012, the patient hospitalized for peritonitis. On (B)(6) 2012, the patient was treated with cefazoline and fortum. The cause of the peritonitis was not reported.the patient was recovering from peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Correction: further information was provided by a nurse. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered.